Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified concentric, 90% restenosed lesion in the distal right coronary artery. The 3.5x8 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation and during the first inflation at 10 atmosphere for 10 seconds the balloon ruptured. The bdc was removed without resistance and replaced with a same size non-abbott bdc. The procedure was completed with dilatation of an unspecified drug coated balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.